Manufacturer narrative:
Addendum to the initial report. This supplemental report is being sent to show the patient underwent additional surgical procedures including explant of the composix kugel mesh approximately nine years post implant. The medical records indicate this is a patient with a history of multiple hernias and adhesions prior to implant of the composix kugel hernia patch. The attorney originally alleged that the composix kugel mesh had deformed. The medical records provided for the explant procedure of the composix kugel mesh do no mention or support any type of material deformation of the composix kugel. The patient experienced adhesions and recurrence. Both adhesions and recurrence are listed as known possible adverse reaction in the instructions-for-use. With the currently available information no definitive conclusion can be made as to the extent in which the bard composix kugel mesh patch may have caused or contributed to the reported event. If additional event and/or evaluation information is obtained, this report will be updated. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient underwent implant of a bard/davol composix kugel hernia patch to repair an abdominal incisional hernia. Patient began experiencing increasing abdominal pain which was alleged to be the result of the mesh buckling and growing into the small bowel. This resulted in the explant of the device. The patient's attorney alleges the patient suffered from pain and disability. Addendum based on medical records sent by the patient's attorney: (B)(6) 2005 - the patient was diagnosed with a large epigastric incisional hernia with multiple epigastric hernias, multiple "swiss cheese" and numerous adhesions. The patient underwent a laparoscopic incisional hernia repair with implant of a 22.1 x 27.1 cm oval bard/davol composix kugel hernia patch. On (B)(6) 2013 - patient had an md office exam due to the patient complaints of an upper abdominal bulge with pain and discomfort. The patient was diagnosed with an epigastric incisional hernia. On (B)(6) 2014 - patient underwent removal of the bard davol ck mesh patch and implant of a non-bard davol "proceed" mesh for repair of recurrent ventral incisional hernia. Medical records noted that "it took almost 2-3 hours to dissect off multiple loops of small bowel that were literally grown into the mesh with no tree planes to dissect. It was a very difficult, tedious sharp dissection." On (B)(6) 2014 - patient developed feces draining from his abdominal wound. The patient was diagnosed with a small bowel enterocutaneous fistula and underwent an exploratory laparotomy with a small bowel resection and repair of recurrent ventral incisional hernia with placement of a non bard/davol biologic graft and explant of the previously placed non-bard davol mesh. Of note once the non-bard davol mesh was removed a small bowel loop hole that was leaking just below the previously implanted non-bard davol mesh and in an area where the patient had multiple loops of bowel dissected free from his previous composix kugel mesh was discovered. On (B)(6) 2015 patient had multiple md office follow up exam visits with progress notes indicating the patient's abdominal wound was healing.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. It is alleged the patient experienced adhesions. Adhesions is listed as a possible known adverse reaction in the instructions-for-use. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The subject product is alleged to be part of the composix kugel recall , initiated on december 2005, however product identifiers were not provided to determine if the subject product was in fact a recalled device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient underwent implant of a bard/davol composix kugel hernia patch to repair an abdominal incisional hernia. Patient began experiencing increasing abdominal pain which was alleged to be the result of the mesh buckling and growing into the small bowel. This resulted in the explant of the device. The patient's attorney alleges the patient suffered from pain and disability.